Manufacturer narrative:
The returned parts were examined against samples of parts with shock damage and over torque damage. Magnified examination indicated characteristics more in common with shock damage than over torque damage. Based on this examination it appears this issue was caused by some external shock to the unit either during original transportation, installation or other subsequent movement. Note: this report was originally submitted on 07/11/2019 and was unsuccessful due to technical difficulties. Those difficulties have been corrected and this report is being submitted today.

Event description:
While relocating the cassette holder, the counterweight bolt separated from the weigh resulting in the cassette carriage needing to be guided to the floor. There were no injuries reported.